Manufacturer narrative:
Device evaluation: the device was returned to zoll medical corporation; the customer's report of the device shutdown, system fault 36 and system fault 37 were verified and attributed to a transformer on the analog board. The analog board was replaced to resolve the report. The customer's report of defib disabled and pacer disabled were observed during initial testing; however, after disassembling the device to determine root cause, the report was no longer seen. The device was put through extensive testing without duplicating the report. The pace/defib (pd) engine board was replaced as a precaution. Analysis for reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during biomed testing, the device displayed "system fault 36", "system fault 37", "defib disabled", "pacer disabled" messages, inappropriately shutdown. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the device would not power up and displayed a "system fault 36," "system fault 37," "defib disabled," and "pacer disabled" messages. Complainant indicated that there was no patient involvement in the reported malfunction.